Event description:
The patient stated that about 4 months ago she was on a vgo 30, decreased her food intake and was prescribed 2 clicks of bolus per meal and 1 click per snack. Patient recalls "feeling shaky and not good" and then patient woke up about 45 minutes later on her kitchen floor. Patient stated that when she "woke up" she felt sick, shaky, anxious and lethargic and patient called 911 for help. The patient estimated her bg was less than 50 when she passed out; however patient bg when the paramedics arrived was 62. "The paramedics gave her juice and crackers" transported patient to the hospital emergency room where she was given an IV "to hydrate her" and discharged to after a few hours.